Manufacturer narrative:
Method: complaint history analysis, risk assessment, device history review, visual inspection. Results: there have been 2 complaints related to tip deformation for this product. The product was returned and it was confirmed that the tip fractured. The broken tip was not returned. The DHR for this device' batch was reviewed and no deviations were reported. In this case there were no adverse events reported and the surgery was completed. There are additional instruments in the kit that can be used to complete the surgery. Conclusion: the instrument failure is believed to be the result of user-error. The breakage could have occurred if the user pivoted or angulated the instrument when it was attached to the screw. Excessive tightening could also result in the deformation of the instrument distal tip.

Event description:
It was reported that "surgeon was inserting aviator screw, as he was doing the final turn to set screw we heard a pop sound. The surgeon pulled the screwdriver out and we noticed that the tip of the inner shaft was missing. Dr zoomed in with microscope and we saw the tip still inside the screw. We removed screw with the removal instrument."